Event description:
It was reported that the patient was complaining of pain around the vns generator. It was also reported that the generator is protruding more from the chest than it has in the past. These events reportedly began occurring following a recent vns generator implant on (B)(6) 2015. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient was referred for a generator repositioning surgery due to generator discomfort. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient underwent a vns pocket revision surgery on (B)(6) 2015 due to the discomfort he was experiencing. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).